Event description:
It was reported by repair work order that the scale was inaccurate due to load cell failure. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported. This issue is not likely to cause or contribute to serious injury or death if it was to recur.